Manufacturer narrative:
(B)(4). The reported mod t20 driver short was not returned to the complaints handling unit (chu) for evaluation. It was noted that the reported product was not available for evaluation. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. No device or the photo of the reported was provided; therefore, the condition of the product is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. No issues could be identified in the manufacturing or release of this product as the lot # was not provided. Therefore, this complaint will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of iliac screws from existing construct - l4-pelvis; (B)(6), (B)(6) hospital (B)(6) 2018. Dr (B)(6) was inserting pedicle screws under power and the tip of the t20 screwdriver shaft (short) was burred. He asked that it be replaced. No delay to surgery. No ae to patient.